Manufacturer narrative:
(B)(4). The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 5 of 5 involved in this peritonitis event.

Event description:
This report was received from (B)(6) and is a spontaneous consumer report from (B)(6) of a foot infection, smell around exit site, sore stomach and peritonitis in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the consumer stated that on an unreported date, the patient experienced an infection in foot, smell around exit site and a sore stomach. On (B)(6) 2011, the patient experienced peritonitis. The consumer reported that the cause of the peritonitis was the infection in foot, smell around exit site and sore stomach. Treatment information was not reported. Dianeal therapy was ongoing. The patient was recovering from the peritonitis. The outcome for the events of the foot infection smell around exit site and stomach was sore was not reported. The consumer did not report an opinion of causality.